Event description:
Report 1 of 3. It was reported while using bd vacutainer® push button blood collection set, blood leaked from cracked tubing in the device with one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka; d.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.